Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhausted therapy unsuccessfully. Moreover, the patient with this crt-d had a post traumatic stress disorder (ptsd) from all the shocks delivered. Further, it was opted to turn of the tachy therapy at patient's request and physicians approval. To date, this crt-d remains in service. No adverse patient effects were reported.